Manufacturer narrative:
The field service engineer (fse) found that the needle bellows were leaking. The fse replaced the needle cartridge and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was not specified and was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.